Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of the patient¿s reported fall which may have allowed the spine stiffening screw to disengage from the stem extension and the loosening of the femoral and tibial components. However, this cannot be confirmed because the components were not returned for evaluation. No information provided in the following section(s): d4 (catalog number, serial number, UDI number, and expiration date). Corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard. (D1) reportable event should have been serious injury and not malfuction. This was reported in error.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2012. Femur completely loose in the screw through, the poly insert dislodged and ran up the femur. No further information provided.